Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the patient side manipulator (psm). The system was tested and verified as ready for use. Isi received the psm involved with this complaint and completed the device evaluation. The customer reported issue was reproduced during power up. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) 2 was disabled, with non-recoverable error(s): 25521, 702, and one (1) fault for the psc 2. The customer stated that they disabled the arm and moved arm 3 into position to completed the case. The customer then stated that when they were attempting to drive the psc back away, they are unable to do so and think it was related to the arm 2 issues they experienced. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system logs and confirmed the non-recoverable faults for arm 2. The tse also asked the customer if the light emitting diode (led) on the back of the psc still showed a cannula installed. The customer checked and stated that the led was indeed lit; but, no cannulas were installed. The tse had the customer remove the endoscopic camera manipulator (ecm) cannula; but, the led remained on. The tse then had the customer perform a hard power-cycle of the system. After the customer performed the power-cycle, the arm 2 non-recoverable faults returned. The tse had the customer disable arm 2 and confirmed the cannula led was off. The customer was able to drive the psc back and set-up for the next case to only use arm 1 and 3. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.